Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) pacing thresholds increased to greater than 3 volts. The physician attempted to reposition this rv lead, but placement difficulty was encountered. Therefore, the decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.